Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary/bowel dysfunction. It was reported that the therapy stopped working at 2am. Patient can't go to the bathroom without using a catheter. Checked patient's settings and he is on program b at 0.3 and he can't increase the stimulation or he gets shocked. Patient said, he called the rep and left a message as the doctor said that if he has to be adjusted he needs to talk to the rep. The issue was not resolved through troubleshooting.

Event description:
Additional information was received from the rep. They reported that they were unaware of patient's shocking sensation but the office of the physician asked them to come into the office to see the patient on friday 4/15 but the patient canceled the day of and was unable to make it. The patient then was rescheduled for 4/25 but again canceled because they were not feeling well (unrelated to interstim). It was noted that patient did experience urinary retention prior to the implant. The retention has not worsened and catheterization was part of patent's standard of care. The cause, actions and resolution was unknown, rep will follow up with patient when they are rescheduled and then update accordingly.

Manufacturer narrative:
H6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They have no been rescheduled but they adjusted the program of their device from home and for now patient is happy with the results so they don¿t think he is currently planning on rescheduling it. File will be updated if he rescheduled an appointment in the office or if anything new comes in regards to this patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.